Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in mexico, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 29 mm sapien 3 valve. The planned inflation volume was nominal volume with an additional 5 cc. During device preparation of the commander delivery system, the insufflator was set to 38 cc, and balloon de-airing was completed without any issues. The procedure proceeded and the system was positioned across the aortic valve. After a couple of fine adjustment of position, pacing was initiated, and valve deployment began at an approximate rate of 3 cc per second. There was asymmetrical inflation noted. Approximately halfway through the intended deployment volume, a loss of resistance was noted on the insufflator, and the valve stopped deploying. Attempts were made to continue inflation using the insufflator, but they were unsuccessful. Blood was seen in the syringe. The partially deployed valve was retrieved and pulled into the descending aorta, where a 25 mm balloon was used to complete the deployment. The delivery system was then withdrawn without any difficulty. The delivery system balloon was subsequently tested with saline, and a puncture was observed. A second system was prepared, and there were no issues during the second attempt. The second valve was implanted successfully. There was no patient injury, and the patient was in stable condition. Imagery was received for evaluation. Per imagery evaluation, the balloon was observed to be partially inflated during valve deployment. After removal, leakage was observed through a pinhole on the inflation balloon area.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual evaluation of the returned device revealed the delivery system balloon shaft kinked next to the strain relief due to the return packaging. There was pinhole leakage noted on the inflation balloon. The double-wall thickness measurements of the crimped balloon were taken, and all measurements were found to be within the specification. There was imagery received for evaluation. Per imaging evaluation, calcification was present in the native valve. There was pinhole leakage noted on the inflation balloon area. The first sapien 3 valve was noted to have been deployed in the descending aorta, and the second sapien 3 valve was noted to have been deployed in the aortic position. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the delivery system balloon leak that resulted in non-target deployment of the first sapien 3 valve was confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were identified. During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there were no reports of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. In this case, the imaging evaluation revealed there was a pinhole leakage on the inflation balloon and the native valve presented with calcification. As such, it is possible that the balloon may have interacted with calcium in the landing zone during transcatheter heart valve (thv) deployment and punctured the balloon, resulting in the reported balloon pinhole leakage. Therefore, the available information suggests that patient factors (calcification) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.